Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after coronary bypass, the device seen to have heat damage, it was also said post operative the patient suffered widespread injury from the neck to the scapula there was also tissue damage. It was noted that the operation is started without wiping too much, using a considerable amount of two types of drugs, alcohol and popidone.